Manufacturer narrative:
In regards to this event, two inserter-cannula combinations were received for investigation. Visual inspection confirmed the presence of a white substance on one of the inserter-cannula combinations. The other showed no anomalies. Since the origin of the observed substance could not be determined within dorc, the product was sent to sgs laboratory in belgium for forensic analysis. The results of the forensic investigation revealed that the white substance was in fact precipitated vapor from the glue that is used during product assembly. Unfortunately this was not noticed prior to product release. Database search showed that no similar complaints have been reported on this specific lot previously. Based on the investigation findings, it was determined that the reported event is attributable to a human error during quality control. Please note that actions have been taken to prevent re-occurrence of the reported event in the future. Based on the investigation performed, it was determined that the reported event is attributable to an human error during quality control. The risks and mitigations associated with the reported issue are identified in existing risk documents and no new risks were identified as part of this investigation. Trend analysis indicates that the product is performing within anticipated rates. Complaints will be closely monitored to identify any significant adverse trends.the risk identified is included in the risk management documentation. Trend analysis indicates that the product is performing within anticipated rates. Complaints will be closely monitored to identify any significant adverse trends.please note that actions have been taken to prevent re-occurrence of human error during quality control.

Event description:
While the surgeon prepared the cannula prior to surgery, a stain was noticed on the inserter. A new trocar set was used to continue the procedure. No patient injury occurred.

Manufacturer narrative:
The complaint is under investigation. No corrective or preventive actions can be implemented until the investigation has been completed. The complaint article was received for investigation. Visual inspection confirmed the stain as described in the reported event . As the origin of the residue could not be clearly determined the product involved was sent to sgs laboratory in belgium for analysis. As soon as results are available, the root cause investigation will be continued.

Event description:
While the surgeon prepared the cannula prior to surgery, a stain was noticed on the inserter. A new trocar set was used to continue the procedure. No patient injury occured.

Manufacturer narrative:
The complaint is under investigation.

Event description:
While the surgeon prepared the cannula prior to surgery, a stain was noticed on the inserter. A new trocar set was used to continue the procedure. No patient injury occured.